Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol bard flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges revision surgery and unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney:on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh.ni/ni/ni: the patient had unspecified injuries.(B)(6) 2017: the patient underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol bard flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges revision surgery and unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of bard flat mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent revision surgery. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-jul-2014) is considered to be best estimate. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2014: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. Ni/ni/ni: the patient had unspecified injuries. On (B)(6) 2017: the patient underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with recurrent right spigelian hernia thereby underwent laparoscopic converted to open repair with the implant of bard flat mesh. Per operative notes, ¿the large spigelian hernia on right side was dissected off the fascia. The non-bd/bard synthetic mesh used in the previous repair was excised. The hernia was repaired primarily with two layers of sutures. A bard flat mesh was then laid on newly repaired hernia and sutured circumferentially to the fascia.¿ on (B)(6) 2017 - patient was diagnosed with recurrent symptomatic right spigelian hernia thereby underwent laparoscopic repair. Per operative notes, ¿the spigelian hernia noted to be at the right lower quadrant of the abdomen. The extensive adhesions from previous surgery were lysed. The hernia was primary closed with suture. Then a synthetic mesh inserted into the abdominal wall covering the hernia repair and tacked in place.¿ (note, there was no mention/visualization of the previously placed bard flat mesh during this procedure) attorney alleges that the patient had hernia recurrence, adhesions, mesh migration, mesh shrinkage, pain and emotional injuries. It is also alleged that the patient had bladder may have been injured and may require future medical attention.